Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump casing was damaged and caused difficulty loading cartridges. Reportedly, cartridges were loose and did not ¿fit snug¿. The customer's blood glucose (bg) level was ¿high¿, however, a bg value was not provided. A correction bolus was delivered to address bg level. During troubleshooting with tandem technical support (cts) it was noted that insulin had been exposed to heat and the pump basal rate had been changed. In addition, it was reported that an occlusion occurred. Reportedly, the occlusion resolved and the customer declined to troubleshoot with cts.